Manufacturer narrative:
As reported, there was balloon loss of pressure reported during deployment for a 5f mynxgrip vascular closure device (vcd). No patient injury was reported. The fully inflated balloon of the vcd was pulled up during step 2 (placement of the sealant). The advancer tube was immediately grasped at the skin and gently advanced until the single marker was fully visible. It was held for up to 30 seconds. The deployer is mynx certified. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to opening the package. There was no resistance while inserting the device. There was no unusual force applied while shuttling down/retracting. There was no resistance while pulling back. The procedure was completed successfully without patient injury. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was covering balloon proximal neck. The catheter was inspected for anomalies. Balloon distal tip was severely inverted, core wire curved which indicates that excessive tension was applied to the device during pullback. Visual inspection at high magnification confirmed that the source of the leak was a radial tear in the balloon, approximately 4.5 mm from the balloon proximal neck. A product history record (phr) review of lot f1828202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the information available for review, access site vessel characteristics (although not provided) and/or handling factors of the device (such as excessive tension) most likely contributed to the reported event since a calcified vessel and/or excessive force can cause damage to the balloon as evidenced by the severely inverted distal tip and curved core wire. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
As reported, there was balloon loss of pressure reported during deployment for a 5f mynxgrip vascular closure device (vcd). No patient injury was reported. The fully inflated balloon of the vcd was pulled up during step 2 (placement of the sealant). The advancer tube was immediately grasped at the skin and gently advanced until the single marker was fully visible. It was held for up to 30 seconds. The deployer is mynx certified. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to opening the package. There was no resistance while inserting the device. There was no unusual force applied while shuttling down/retracting. There was no resistance while pulling back. The procedure was completed successfully without patient injury. The product was not returned for analysis. The device history record (DHR) review of lot f1828202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the limited information available for review, access site vessel characteristics (occurred during deployment of the sealant) and/or the condition of the sheath may have contributed to the reported event since a calcified vessel or a jagged/frayed sheath tip can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective action will be taken at this time.

Event description:
As reported, there was balloon loss of pressure during deployment for a 5f mynxgrip. No patient injury was reported. The fully inflated balloon of a 5f mynxgrip vascular closure device (vcd) was pulled up during step 2 (placement of the sealant). The advancer tube was immediately grasped at the skin and gently advanced until the single marker was fully visible. It was held for up to 30 seconds. The deployer is mynx certified. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to opening the package. There was no resistance while inserting the device. There was no unusual force applied while shuttling down/retracting. There was no resistance while pulling back. The procedure was completed successfully without patient injury.